Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient needed an MRI to rule out a potential stroke. Nevro had attempted to obtain additional information regarding the nature of the stroke but was unsuccessful. There have been no reports of further complications regarding this event.